Manufacturer narrative:
Upon receipt, the device was thoroughly analyzed in our quality assurance laboratory. The electrode remained attached to the device header; it was severed, consistent with having been induced during the explant procedure. Visual inspection noted arcing damage on the electrode where it had been severed. Telemetry could not be established with the s-ICD and no tones were emitted upon magnet application. Further analysis of the most recent latitude data transmission confirmed that the battery power draw measurements had been steady and were within the expected range. Microscopic visual inspection of the device case noted no arc marks or other irregularities. The device case was removed for additional inspection of internal components. Electrical overstress damage was observed on the high voltage capacitors and the surrounding components. The high voltage capacitor was removed; a new high voltage capacitor was attached to the device and additional testing was performed. Telemetry operations were then normal and the device operated appropriately. The arcing damage on the severed electrode indicates that the device remained programmed on when the device was explanted and the electrode was cut. As a result, laboratory analysis concluded that the electrical overstress damage was consistent with the delivery of a high voltage shock (likely due to noise as a result of device handling while it was programmed on), which arced through the severed lead and damaged the internal circuitry of the device. The resulting electrical overstress damage would have prohibited the device from establishing a telemetry connection with a programmer. There is no evidence to indicate that this electrical overstress damage occurred while the device was implanted or that it contributed to the patient's death in any way. Amended analysis results: upon receipt, the device was thoroughly analyzed in our quality assurance laboratory. The electrode remained attached to the device header; it was severed, consistent with having been induced during the explant procedure. Arcing damage was initially suspected on the severed electrode (indicating that the eos damage may have occurred at explant); however, additional extensive inspection of the electrode, including high-powered microscopic analysis, did not identify any evidence of electrical arcing on the electrode. Upon receipt, telemetry could not be established with the s-ICD and no tones were emitted upon magnet application. Further analysis of the most recent latitude data transmission confirmed that the battery power draw measurements had been steady and were within the expected range. Microscopic visual inspection of the device case and inspection of the header noted no arc marks or other irregularities. The device case was removed for additional inspection of internal components. Electrical overstress damage was observed on the high voltage capacitors and the surrounding components. The high voltage capacitor was removed; a new high voltage capacitor was attached to the device and additional testing was performed. Telemetry operations were then normal and the device operated appropriately. Additional engineering analysis of device memory was also performed. It was confirmed that following the most recent successful latitude transmission on 13 august 2018, eight (8) subcutaneous electrocardiograms (s-ecgs) had been stored by the device. The specific dates/timing of these episodes were not available in device memory; however, based on the rhythm morphology and characteristics, it was determined that the first three s-ecgs were stored prior to the patient's death, and the remaining five (5) s-ecgs were stored post-mortem (e.g., due to non-physiologic noise consistent with an out-of-service/explanted device). The first s-ECG was reviewed and it was noted that ventricular tachycardia (vt) was properly sensed by the device during that untreated episode and the vt self/spontaneously terminated. Non-physiologic noise was noted at the end of that episode. Although the specific date/time of this episode was not stored in device memory, engineering review of device data indicated that this episode likely occurred on 15 august 2018 . Further review of device memory identified another episode that occurred approximately 23 hours later. An s-ECG was not available for this episode; however, device data confirms that the device successfully charged during this episode and a shock was delivered. The device then exhibited a power supply error and underwent a reset (the associated s-ECG was not stored by the device due to the reset). It is suspected that the observed eos damage occurred during this episode, as the device subsequently stored two additional episodes of vf; however, attempts to charge the capacitors during these episodes were unsuccessful. As a result, engineers concluded that the eos damage prevented the device from successfully charging and delivering additional shocks. There was no evidence of a shock being delivered into a shorted external condition in this case, and as a result, it is suspected that the short circuit condition was internal to the device.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away. A field representative was contacted to interrogate the device. However, despite efforts using two different programmers, no telemetry could be established with the device. The cause of death was unknown. It was noted the death was being investigated by the police. Technical services reviewed the data in the remote monitoring system. The latest transmission was august 13, 2018. There were no events stored, the battery status was 79% remaining, the device was programmed with a shock and a conditional zone, with both set to 240 bpm, programmed to the primary vector, with smart pass enabled. Available information indicates the device was functioning normally. It was suspected the interrogation difficulties were due to the cold storage conditions of the patient's body. There are no allegations that the death was related to the device. The field representative later confirmed that the device had already been explanted when the interrogation attempts were unsuccessful. Despite efforts, the field representative was not able to arrange another opportunity to interrogate the device. It was reported the physician had no allegations against the device while it was implanted. At this time, the reason for the interrogation difficulties is unknown. The location of the device was not provided, but it has not been returned for laboratory analysis. The device was later received and analysis was performed.

Manufacturer narrative:
This event remains under investigation. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away. A field representative was contacted to interrogate the device. However, despite efforts using two different programmers, no telemetry could be established with the device. The cause of death was unknown. It was noted the death was being investigated by the police. Technical services reviewed the data in the remote monitoring system. The latest transmission was (B)(6) 2018. There were no events stored, the battery status was 79% remaining, the device was programmed with a shock and a conditional zone, with both set to 240 bpm, programmed to the primary vector, with smart pass enabled. Available information indicates the device was functioning normally. It was suspected the interrogation difficulties were due to the cold storage conditions of the patient's body. There are no allegations that the death was related to the device.

Manufacturer narrative:
The field representative later confirmed that the device had already been explanted when the interrogation attempts were unsuccessful. Despite efforts, the field representative was not able to arrange another opportunity to interrogate the device. It was reported the physician had not allegations against the device while it was implanted. At this time, the reason for the interrogation difficulties in unknown. The location of the device was not provided, but it has not been returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the device was thoroughly analyzed in our quality assurance laboratory. The electrode remained attached to the device header; it was severed, consistent with having been induced during the explant procedure. Visual inspection noted arcing damage on the electrode where it had been severed. Telemetry could not be established with the s-ICD and no tones were emitted upon magnet application. Further analysis of the most recent latitude data transmission confirmed that the battery power draw measurements had been steady and were within the expected range. Microscopic visual inspection of the device case noted no arc marks or other irregularities. The device case was removed for additional inspection of internal components. Electrical overstress damage was observed on the high voltage capacitors and the surrounding components. The high voltage capacitor was removed; a new high voltage capacitor was attached to the device and additional testing was performed. Telemetry operations were then normal and the device operated appropriately. The arcing damage on the severed electrode indicates that the device remained programmed on when the device was explanted and the electrode was cut. As a result, laboratory analysis concluded that the electrical overstress damage was consistent with the delivery of a high voltage shock (likely due to noise as a result of device handling while it was programmed on), which arced through the severed lead and damaged the internal circuitry of the device. The resulting electrical overstress damage would have prohibited the device from establishing a telemetry connection with a programmer. There is no evidence to indicate that this electrical overstress damage occurred while the device was implanted or that it contributed to the patient's death in any way.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) passed away. A field representative was contacted to interrogate the device. However, despite efforts using two different programmers, no telemetry could be established with the device. The cause of death was unknown. It was noted the death was being investigated by the police. Technical services reviewed the data in the remote monitoring system. The latest transmission was august 13, 2018. There were no events stored, the battery status was 79% remaining, the device was programmed with a shock and a conditional zone, with both set to 240 bpm, programmed to the primary vector, with smart pass enabled. Available information indicates the device was functioning normally. It was suspected the interrogation difficulties were due to the cold storage conditions of the patient's body. There are no allegations that the death was related to the device. The field representative later confirmed that the device had already been explanted when the interrogation attempts were unsuccessful. Despite efforts, the field representative was not able to arrange another opportunity to interrogate the device. It was reported the physician had no allegations against the device while it was implanted. At this time, the reason for the interrogation difficulties is unknown. The location of the device was not provided, but it has not been returned for laboratory analysis. The device was later received and analysis was performed.